Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6. The event of "wrinkling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported¿ had problems with prostheses and suffered a lot of pain for years¿, healthcare professional later reported left side "capsular contracture baker grade IV, deformity of the breast architecture, with no unknown cause" via ultrasound. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported, "had problems with prostheses and suffered a lot of pain for years", healthcare professional later reported left side "capsular contracture baker grade IV, deformity of the breast architecture, with no unknown cause" via ultrasound. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Patient reported ¿had problems with prostheses and suffered a lot of pain for years¿, healthcare professional later reported left side "capsular contracture baker grade IV, deformity of the breast architecture, with no unknown cause" via ultrasound. Device was explanted and replaced.